Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals and high out of range shock impedances. Technical services (ts) recommended option to address the situation. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals and high out of range shock impedances. Technical services (ts) recommended option to address the situation. This rv lead remains in service. No adverse patient effects were reported.